Event description:
It was reported that pump experienced battery depletion and cartridge was difficult to load due to dust and debris. There was no reported impact to the customer¿s blood glucose level. Customer¿s mother declined further follow-up or assistance, cts was unable to obtain additional information or pump logs, and case was documented and closed with no further action required.